Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h7, h9, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the long bipolar grasper instrument for failure analysis evaluation. The instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy with bilateral salpingo-oophorectomy procedure, while using the long bipolar grasper instrument to control bleeding, a wire broke. The instrument was replaced, and the procedure was completed without further complications. The following information is unknown: the cause of the bleeding, how much bleeding occurred, if the bleeding was expected or unexpected, and what medical intervention was rendered due to the complication. Additional information has been requested. However, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Insufficient information is available for event verification; therefore, no da vinci system or instrument logs are available for review.